Event description:
Voluntary medwatch received states that the patient's right ventricular (lv) lead output was set to 3.5v, which is outside the typical rv threshold range of 1.0v to 1.4v. This suggests that the right ventriculo¿arterial coupling (rvac) possibly detected a loss of continuity (loc) after the test was completed and subsequently drove the output to 3.5v. The issue will be discussed further with the physician. The lead remains in service. No patient adverse effect were reported.